Manufacturer narrative:
Getinge field service engineer (fse) replaced drive manifold and safety disk new safety disk fails membrane test, awaiting pim on order. Replaced pim , completed pm including all functional and safety tests as per manufacturer specifications. No patient involvement.the failure analysis and testing department received part number drive manifold assembly serial number with a reported unit failure of failed all manifold test during pm. The fat department performed a visual inspection of the part received and found that the drive manifold assembly has broken wires of solenoid k12. Due to the broken wires of the drive manifold assembly, the failure analysis and testing dept. Cannot install and investigate the failure any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had 2 failures during all manifold tests .

Event description:
N/a.

Event description:
It was reported that preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had 2 failures during all manifold tests . There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d5, e1(initial reporter), e2, e3, e4, g2, h6 (clinical and impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.